Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Based on the information received patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter valve may be implanted inside a 21mm aortic pericardial valve via valve-in-valve procedure. The reason for potential valve-in-valve intervention is due to failing valve. The mode of failure is severe aortic stenosis. The implant duration of the 21mm valve is five (5) years, nine (9) months. No additional information was provided.

Manufacturer narrative:
Based on the information received patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider, edwards learned that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic pericardial valve in the aortic position via valve-in-valve procedure due to severe aortic stenosis. The implant duration of the 21mm aortic valve at the time of the valve-in-valve procedure was five (5) years, nine (9) months, fifteen (15) days. Both devices remain implanted. The patient was taken to the intensive care unit in hemodynamically stable condition.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic pericardial valve via valve-in-valve procedure. The implant duration of the disabled 21mm aortic valve at the time of the valve-in-valve intervention was five (5) years, nine (9) months, fifteen (15) days. There were no complications reported.